Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrels were damaged with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 7 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: the user complained that the barrels were found deformed..

Manufacturer narrative:
H.6. Investigation: two photos were provided. They show syringes in their sealed packaging flow wrap. And two with no packaging flow wrap. There is a deformation in the barrel. It is possible that a jam occurred at the diverter right before the packaging flow wrap is applied causing this defect. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that barrels were damaged with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 7 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: the user complained that the barrels were found deformed.